Event description:
It was reported by service report that the siderail cannot be latch up due to broken frame weld. However no sharp edges were exposed. No pt involvement or adverse consequences are reported.